Event description:
A hosp laboratory technician reported smoke and flame emitting from the back panel of an adil minilab pw41 microwell plate washer. The technician had primed the washer at the beginning of the day, and approximately 1/2 hour later heard a "crackling" noise and noticed smoke coming from the back of the instrument. The instrument was connected to a ground fault protected power source, which immediately shut off power to the instrument. The technician determined that the fire had originated from the power switch area of the washer. The technician also noticed that liquid appeared to have come into contact with the washer power switch.